Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no allegations of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly. A ¿ventilator inoperative¿ error was identified due to failure of the outlet pressure sensor. The printed circuit assembly (pca) required replacement to address the issue. Additionally, evidence of insect infestation, tobacco residue, dust/dirt, and other or unknown contamination was observed within the device. The customer complaint was confirmed. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.